Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On november 12, 2021 mentor became aware that it erroneously submitted the incorrect value in h6 (6. Health effect - impact code) of the initial report submitted on that same. The correct code has been updated with this report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. Additional information was received with receipt of the device. The deflation, originally reported as right sided, was bilateral. This report relates to the right prosthesis. See 1645337-2021-14002 for contralateral prosthesis report. Explant was and bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 6.0 cm. In addition, a crease/fold was noticed extended from the anterior to the posterior view. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This patient had issues with her previous set implants reported under 1645337-2018-05968 and 1645337-2018-05967.